Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced multiple hypoglycemic events while using the ilet following less-than-usual or usual meal announcements, including blood glucose values of 60, 54 for approximately 30 minutes, and 67 for approximately 30 minutes, with an additional brief low to 67 after dinner; the customer discontinued ilet use thereafter and was advised to schedule additional training. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates and return to target range without third-party or medical assistance. Investigation included troubleshooting and education provided to the customer. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no device alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.